Event description:
Explanted device status is unknown.

Manufacturer narrative:
Concomitant medical products: product ID 977a260 lot#/serial# (B)(6) implanted: (B)(6) 2021, product type lead product ID 977a260 lot#/serial# (B)(6), implanted: (B)(6) 2021, product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6), implanted: (B)(6) 2021, product type lead product ID 977a260 lot# serial# (B)(6), implanted: (B)(6) 2021, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient reporting that on (B)(6) 2023 the patient had surgery for a revision of their stimulator. On (B)(6) 2024, they had message shortly after having the stimulator reset received message settings not available and had to turn it off. As if (B)(6), the patient had still not met with their physician. The patient stated that hopefully they would meet with a rep soon. A contact was made the day after they received the message. The patient stated that they met with a doctor on (B)(6) 2023 and they told them they would have a rep contact them. The patient was waiting on an appointment with a rep to determine actions taken to resolve the settings not availablemessage. The patient had started having pelvic pain after their stimulator was put in. When it was turned off due to the message, the patient noticed the pelvic pain had lessened. The patient was meeting with the doctor today (B)(6) 2024 and the decision was made that if the reprogramming does not make it reach their back and causes pelvic pain, they would have it taken out. The patient stated that it had not reached their back since the (B)(6) revision, and this was the reason it was put in. The patient noted that they also needed it because they have crps.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2021; explant date brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2021; explant date medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they were having issues with their stimulation and the issue began several months ago. Patient was getting stimulation in their legs but the stimulation was not helping their back. Patient was getting reprogrammed. Representatives couldn't figure out why the stimulation was not hitting their back. Patient's lower back was triggered and patient had crps and their legs became a problem. Patient also had revision for their leads that they thought were messed up. Revision was done back in june or july. Patient was getting the settings not available message and agent reviewed information. Patient also had a stroke. Agent redirected patient to their hcp to address the issue.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6). Implanted: (B)(6) 2021. Product type lead product ID 977a260. Serial# (B)(6). Implanted: (B)(6) 2021. Product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. When asked to clarify the lead revisions, the patient stated their stimulator was originally put in to reach their back and their legs; patient has crps. Patient stated they had fallen a few times and their stimulation was no longer going to the needed areas. It was targeting their pelvic area. When asked about the cause of the "settings not available" message, the patient stated they had a surgical revision in (B)(6) 2023 to replace broken parts, but even then it would not reach their back. In an attempt to reach their back, the manufacturer representative (rep) set it higher, which caused the "settings not available" message issues. The rep tried to reprogram it but couldn't get it to reach the patient's back and legs. The issue was not resolved. The patient's pain doctor and reps feel they cannot fix the issue so the patient was scheduled to have the stimulator surgically removed on (B)(6) 2024. Additional information was received from the patient. When asked the cause of the "settings not available" message, pelvic pain, and the therapy not reaching their back, the patient stated their stimulator was reprogrammed too high and it shut off. Patient stated they normally have their stimulator on 2.2 but when it would not reach their back it was programmed to 5.6 which was too high. In regards to the pelvic pain, the patient stated as early as (B)(6) 2021 the pelvic specialist they were sent to put it in writing that it was not a pelvic problem, it was a stimulator problem. Patient reported reprogramming resolved the "settings not available" message, but still did not reach their back as it did in the beginning. The reps told the doctor that by their testing, it was not reaching the patient's back. Doctor said it needs to come out. Patient requested another reprogramming, but was told they've already tried many times without success. Patient had their device taken out on (B)(6) 2024. When asked the cause of the lead revision in (B)(6) 2023, the patient stated they have a vestibular problem. Patient stated they had some falls and an x-ray showed a revision was needed. After the revision, the stimulator never helped their back.